Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when the device powered on for use on a patient the display was blank. The involved patient died, but the involved physician has stated that the device behavior did not impact the patient outcome because the patient was designated to be a dnr (do not resuscitate).